Event description:
It was reported that during a ptca treatment procedure the adante balloon ruptured at 5 atm's (previous inflations were to 6 atm's). The lesion being treated was a 90% stenotic lesion in the tortuous posterio-lateral branch of the left circumflex coronary artery. The pt was asymptomatic during this event. The adante balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.